Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea xl 25mm single-use stapler opened by the account. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned product confirmed the product met quality release specifications. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4) the device was returned on 02/18/2016.

Event description:
According to the reporter, during a left colon resection procedure, during firing the surgeon was unsure if the device even fired. When the device was removed transanally, the anvil was left inside the patient and had to be removed. The anastomosis had to be re-done using a second device. There was unanticipated tissue loss due to the additional tissue resection. They could not determine the extent of the first anastomosis. The or time was extended by at least 2 hours because of the second anastomosis. Current patient status: stable. There was no blood loss over 500cc. No reinforcement material was used.